Event description:
The customer reported that the insulin pump was inside of her pants pocket and the device went thru a wash cycle. The blood glucose reading at time of the call was 115mg/dl. The customer stated that the insulin pump did not function properly after replacing the battery. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen as a result of a corroded electronic assembly and motor.